Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After an ICD upgrade procedure, it was noted that the device was unable to convert the patient and external therapy was required to induce arrhythmia. Review of device diagnostics, it was noted that one charge had be en aborted due to possible high voltage lead issue; hv lead impedance on episode showed value 0. The physician re-opened the pocket and capped the lead.